Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3. Device evaluation: customer report of hemolysis was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and moderate calcification on all three leaflets and the host tissue overgrowth encroaching over the leaflets. As received, leaflet 2 had a black suture, approximately 3cm long, attached to the free margin. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around most of the valve and exposed the metal band around leaflets 2 and 3 on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Suture remained attached to the sewing ring around commissures 1 and 2. Wireform was also exposed on commissure 1. H10. Manufacturer narrative: updated sections d4, h3, and h6 (device code, type of investigation).

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Based on the information received the cause of the event was likely patient factors. Once additional information is available, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 21mm 3300tfxj aortic pericardial valve, implanted approximately four (4) years and five (5) months, was explanted due to hemolysis. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. At the same time with the valve implant, the patient underwent total arch replacement to correct thoracic aorta aneurysm. After an unknown period of time from the surgery, mechanical hemolysis caused by severe stenosis in an elephant trunk was observed. After approximately three (3) years from the surgery, thoracic endovascular aortic repair (tevar) was performed to correct expansion of aneurysm of the descending aorta. After the tevar surgery, hemolytic anemia was still observed, although the stenosis in the elephant trunk improved. As a result of thorough examination, mechanical hemolysis was suspected, and energy loss from the aortic valve to the ascending aorta was detected by 4d MRI. The device was explanted and replaced with a 23mm 11500aj valve, which was implanted in a supra-annular position, with no adverse patient events reported. The patient status was reported as under treatment. The device was returned for evaluation, and it was permitted to dismantle the device after necessary evaluations. Upon the valve explant, pannus was observed on all three leaflets at the inflow aspect, especially on the leaflet corresponding to the right coronary cusp, which restricted mobility of the leaflets, although there was no problem observed at the outflow aspect. Multiple cardiac surgical procedure: myectomy due to left ventricular hypertrophy and slight thickening of the ventricular septum at the valve explant. There was no allegation of device malfunction. The surgeon commented that the cause of the mechanical hemolysis was unknown, but there was a possibility that the restricted leaflet mobility of the valve caused by pannus at the inflow aspect contributed to the mechanical hemolysis.